Event description:
The customer's brother reported that the customer passed away and wanted to check on how returning the box of supplies for insulin pump. The customer's brother stated date of death of customer was (B)(6) 2014. No blood glucose reading provided. The customer's brother stated that the customer did not make it in the family event so they checked what happened and found that she had passed away. The cause of death was heart attack with diabetes related. It was unknown whether the customer was wearing the insulin pump at the time of death. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.